Event description:
The customer alleged they received questionable calcium gen.2, albumin gen.2, and total protein gen.2 results for one patient on their integra 800 analyzer. The customer stated they were receiving sample clot errors on the day of the event and the day after. The customer stated they had one patient that produced discrepant results that were reported outside the laboratory on the day of this event. The patient's sample was repeated on another integra 800. The patient's initial calcium result was 12.0 mg/dl. The repeat result was 9.0 mg/dl. The patient's initial albumin result was 3.5 mg/dl. The repeat result was 2.7 mg/dl. The patient's initial total protein result was 9 g/dl. The repeat result was 7 g/dl. The repeat results were considered correct. The patient was not adversely affected by this event. The calcium reagent lot number was 68339401 and the expiration date was 05/31/2014. The albumin reagent lot number was 68120101 and the expiration date was 06/30/2014. The total protein reagent lot number was 68087901 and the expiration date was 06/30/2014. The field service representative determined the sample transfer 1 motor was sticking, the line rope was defective, and valve 5 was not opening. He removed and cleaned material from the motor shaft. He replaced st1 and rt1 ropes. He cleaned and lubricated the reagent and sample transfer mechanisms.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.